Manufacturer narrative:
Model number/ catalog number: sc-8216-70, serial number: (B)(4), batch/ lot number: 14052001, model/ catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient underwent an explant procedure.